Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device never worked for the patient. The patient does not use the therapy as it stopped working. The healthcare provider (hcp) will remove the system on (B)(6) 2021. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device never worked for the patient. The patient does not use the therapy as it stopped working. The healthcare provider (hcp) will remove the system on (B)(6) 2021. No further complications were reported.